Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 90% stenosed proximal and mid left anterior descending artery. Pre-dilatation was performed. A 2.5 x 33 mm xience alpine stent delivery system (sds) was being advanced to the lesion when there was resistance with the anatomy. The sds was pushed on several times and a stent strut flared. There was resistance with the anatomy when removing the sds. Another 2.5 x 18 mm xience alpine was advanced and crossed the lesion without difficulty and was implanted. The procedure was completed after deploying additional stents. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.